Event description:
Skin-reactions to adhesive area on the drape. Five pts developed local skin irritations at the area of the drape. Bonding surface following outpt surgery. The pts were treated only with local bepanthen salve.